Manufacturer narrative:
The field service representative (fsr) replaced the o2 sensor and the issue resolved.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) setpoint did not match the oxygen (o2) reading. This triggered the central control monitor (ccm) to display a 'cal' message. The team switched to a manual blender for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.